Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for ipg replacement was due to device upgrade.